Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling random shocking sensations from around the pacemaker site. The device was checked and no problems were found. The device remains in use. No further patient complications have been reported as a result of this event.